Event description:
While withdrawing doxorubicin (chemotherapy) from a drug vial, the closed male connector broke, causing the chemotherapy to leak from the syringe. The closed male connector broke at the seam closest to the syringe.